Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and the excessive no delivery test. Used a water filled reservoir with infusion set and placed insulin pump in suspend mode. No water exited the infusion set when the insulin pump was placed in suspend mode. The suspend feature functions properly. The insulin pump had a scratched display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that her insulin pump is over delivering. Customer stated that she noticed insulin delivered after the insulin pump was suspended. Nothing further was reported.